Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd alaris pump module infusion set had blockage issues. The following information was provided by the initial reporter: "was spiking fluid with tubing. Fluid dose not go past filter. Unable to hang fluid with this infusion set."

Event description:
It was reported bd alaris pump module infusion set had blockage issues. The following information was provided by the initial reporter: "was spiking fluid with tubing. Fluid dose not go past filter. Unable to hang fluid with this infusion set."

Manufacturer narrative:
H6: investigation summary : one sample (model #2202-0007) was returned by the customer. It was reported that the fluid does not go past filter. The received sets contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the sets were visually examined for defects and abnormalities. No other defects or abnormalities were observed. Sets were attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The samples showed a much slower flow rate than expected and were unable to prime in a reasonable time. A quality notification has been sent to the supplier, and the sample has been sent for further investigation. The supplier attempted to prime the filter. They found that there was flow downstream although the air was unable to be eliminated from the vent membrane. This suggested that the vent membrane coupons had potentially been wetted out following use with lipids. The filter was then flushed with ipa/water in an attempt to restore the vent membranes integrity. After drying of the filter, the filter was successfully primed. Flow rate testing was then performed on the filter, and it was observed that there was a reduced flow compared to the typical flow rate. This could be due to the lipid plugging the membrane during use with the customer. Due to no manufacturing root cause being determined there will be no further action taken at this time. A device history record review for model 2202-0007 lot number 21085630 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.